Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4). Device not returned to date.

Event description:
As reported (B)(6) 2017: during an evlt procedure, prior to insertion of the device into the patient, it was noted light was emitting from the shaft of the fiber. The treating physician fired the fiber outside of the patient, causing the fiber to fracture. As the fiber had not been placed inside of the patient, the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.